Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during the trailing process of the knee arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Reported information states that the surgeon impacted tasp handle with his hand. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and returned product.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.